Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The root cause of the breakage is unknown. The investigation did not establish the need for corrective action at this time. Continue to monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tc3 box is missing the locking wings that engage the femoral trial.